Event description:
End user called for assistance checking the results as displayed in the device. After phone trouble-shooting, it was discovered that the device's display was not showing calibration results properly and that the device does not properly run the test. The device was replaced and the defective one returned for investigation.